Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoid procedure, the stapler cut partially but did not staple at all. Another like device was used to finish the procedure. There was no patient consequence.